Event description:
It was reported a clot was noted. The procedure was cancelled. During a pulse field ablation/ supraventricular tachycardia (svt) procedure, a versacross connect for faradrive was selected for use. The physician was performing an svt prior to the atrial fibrillation procedure. The physician was using a cs catheter and an rf catheter. The physician noticed something on the cs catheter flopping around after rf in the right atrium. Then, the versacross connect dilator was placed into the right atrium. Heparin was given at this time. After placement, something was noted on tip of versacross dilator. Upon further review, the physician speculated it was a clot and aborted the procedure. No reversal for heparin was given. The patient was expected to fully recover and was discharged home the same day. The device is not expected to be returned for analysis (disposed). No transseptal was attempted because of the alleged clot on the cs and the versacross dilator tip. The physician mentioned that during the svt that he saw something on tip of cs. It was also noted the irregularities at the tip on cs. Then, the physician added the versacross to the faradrive sheath in the right atrium (ra) and noticed a possible clot. It appeared to only be on tip of versacross dilator. The clot was not there when removed from patient on the cs or the versacross dilator. There was not any visible issues reported with the devices used. Physician performed an svt ablation and had catheters in the ra for certain amount of time without any heparin given until preparation for transseptal. Patient was not on any anticoagulation prior to procedure either. In the physician's opinion, the versacross dilator contributed to the clot formation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.